Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, the anchor was found fractured when screw-in. The anchor was removed form patient. It is unknown if a backup device was available and if a delay happened. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 4.5 twinfix ultra ha assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor has broken at the suture eyelet. The inserter tines that interface with the anchor are bent and twisted. The condition of the device indicates excessive force was placed on the device during insertion of the anchor. Per the device instructions for use ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿.

Event description:
It was reported that during a shoulder rotator cuff repair procedure, the anchor was found fractured when screw-in. The anchor was removed form patient. Backup device was available to complete the procedure. No delay and no patient injuries were reported.

Manufacturer narrative:
Event description: updated.